Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: carotid artery aneurysm in c6 segment, stent assisted coil embolization. Echelon was superselected into the aneurysm and released the lvis stent through the prowlerplus microcatheter. Found that the middle section of the stent could not be opened at the neck of the aneurysm, and repeated adjustments still could not open it. When preparing to withdraw the lvis stent, found that a stretched wire was left in the internal carotid artery. The stent was ultimately removed from the patient. Replaced with another longer lvis stent to complete the procedure. The patient was reported to be "fine".

Event description:
No new information was received.

Manufacturer narrative:
Items returned for investigation: stent, pusher, introducer. Items not returned for investigation: microcatheter. The stent was returned loaded in the introducer. The stent was advanced into an in-house microcatheter for the investigation. The stent was able to fully open upon deployment during the investigation. The stent body od is specified at 4.5mm (+/-0.3) and the deployed stent measured within specification. The origin of the reported stretched wire left in the internal carotid artery could not be determined as no component of the stent system was found broken or missing. The investigation found the stent returned loaded in the introducer. Replication testing was performed and found the stent was able to successfully advance through an in-house microcatheter without resistance and fully open upon deployment; however, the investigation could not replicate the original anatomical environment to test the device under the exact conditions present during the procedure. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported complaint. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation could not definitively determine the origin of the "stretched wire [that] was left in the internal carotid artery" described in the reported event, as no component of the returned stent system was found to be broken or missing.